Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an alert showing non-sustained rv oversensing due to myopotentials on the device. Programming changes were made. Patient was stable before, during and after the event.